Event description:
Incident on cgpc occurred november 20th. When staff administered the medication, the spiral came down, however, the patient did not receive the insulin. Instead, the insulin leaked onto the staff¿s hand (staff unfortunately did not enter the lot number for this pen)." Quantity of product affected not known.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.